Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a medfusion 4000 syringe infusion pump had a message motor not running. This fault could occur during infusion and would likely cause or contribute to a death or serious injury if the malfunction were to recur. There was no patient involvement, and no patient harm.